Manufacturer narrative:
Concomitant products: 7120-60 lead implant date: (B)(6) 2012; dtba1d1 crt-d implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient`s family member that one of the pacing leads was "loose or came off". On interrogation, it was observed that the right atrial (ra) lead exhibited high impedance, oversensing and noise. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.